Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: dtba1d1 implanted: 2013 (B)(6). (B)(4).

Event description:
It was reported that the superior vena cava (svc) high voltage coil on the right ventricular (rv) lead has increased impedance over the last several months. The svc coil impedance is now high. The rv lead remains in use. No patient complications have been reported as a result of this event.